Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component met specification. The tibial hinge component will be returned for further analysis and this report will be supplemented when further information is made available.

Event description:
Patient x-rays revealed that the post of the tibial hinge component had fractured.

Manufacturer narrative:
This report is for one of two devices involved in this event, please refer to report 3013450937-2019-00055. The device history record and sterilization batch release record were reviewed and indicated that the component met specification. The tibial hinge component was fractured near the junction of the stem and the rotating component. The fracture face was inspected and revealed a large final rupture location indicating that the implant had fractured in a fast timeframe. A dimensional inspection was performed for the tibial hinge component and all features were found to meet specification. Not all features of the component were able to be evaluated due to the fracture. The root cause for the tibial hinge component fracturing could not be determined. Potential contraindications include the patient undergoing several revision surgeries and the patient's history of infection, instability, and seizures. These contraindications can add an increased risk of failure and can be critical to the eventual success of the procedure according to the IFU. Ultimately, the root cause of the complaint was unable to be determined, but based upon the device history record, sterilization record, returned component, and patient history it was concluded that the malfunction could not be attributed to the manufacturing of the eleos component or a nonconformance.

Event description:
Patient presented with knee pain and x-rays revealed that the post of the tibial hinge component had fractured and required surgical intervention. During the revision surgery, the tibial poly spacer was identified as being damaged and was revised.